Manufacturer narrative:
According to the instructions for use (IFU) for the gore® tag® thoracic endoprosthesis; adverse events that may occur include, but are not limited to include: aortic rupture. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment for an aortic rupture caused by a thoracic aortic type b dissection and was implanted with conformable gore® tag® thoracic (ctag)endoprostheses. The patient tolerated the procedure. On (B)(6) 2018, the patient experienced an aortic rupture associated with the most proximal ctag device. The most proximal ctag was surgically removed from the patient and surgical replacement of the transverse arch was performed using artificial blood vessels. The patient tolerated the procedure. It was reported that the aortic rupture was possibly caused by a proximal type I endoleak, however computed tomography performed at the time was unable to confirm an endoleak. On unknown date, it was observed the descending thoracic aorta was becoming aneurysmal just distal to ctag device that remained implanted. An additional ctag endoprosthesis was implanted to extend coverage distally. It was reported that the cause of the aneurysm was thought to have been caused by an ulcer like projection (ulp) below the ctag device. The patient tolerated the procedure with no reported complications.